Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for pump use was spinal pain. The patient and their representative reported that ¿the last 9% of the 100% takes 17 years¿. The patient clarified ¿it takes forever at 91%,¿ and that was when they would give up and try to move the communicator around. The callers then stated that ¿it sits there for like 2 minutes and it kicks in (finishes connecting), it's always done that¿.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.